Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID addr01 implantable pulse generator (ipg) 2008-(B)(6), 4092 implantable pacing lead 2001-(B)(6). (B)(4).

Event description:
It was reported that atrial oversensing was noted on atrial high rate episodes, which was causing the device to inappropriately modeswitch. At the previous check reprogramming was performed. There is no oversensing in the office but it is seen in the stored episodes. Further changes were made and the patient was being monitored. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.